Event description:
The hp reported abdominal pain while using the homechoice cycler for apd therapy. The hp reported approximately 3 months ago they began experiencing abdominal pain and difficulty draining fluid from their peritoneum. The hp reported the abdominal pain decreased upon reduction of the device's fluid temperature setting and changing their body positioning from a supine to an upright position. Follow up with the hp's healthcare professional (hcp) reveals that the hp is a "positional drainer." The hcp related that the hp's catheter positioning had been readjusted due to tissue, which could have potentially caused difficuties; however, the hp continued to have drainage difficulties and abdominal pain during apd therapy. The hcp relates that the hp's physician prescribed a programmed fill volume of 2500ml, which was decreased to 2200ml after the hp reported difficulty tolerating their fill volume. The hp related that they had recently been prescribed zoloft as a result of depression. According to the hcp, the hp is not a good candidate for apd therapy and should be switched to capd therapy; however, the hp is in denial and continues to perform apd therapy. The hcp indicates that there has been no resulting pt injury as a result of this issue.